Manufacturer narrative:
It was stated that the patient cassette was loose inside the cassette compartment and that it caused a leakage. No device logs are available. A new patient cassette was sent to the customer but there is no information in which way the involved patient cassette was faulty and no parts have been returned. We have not been able to confirm the reported issue and the true cause cannot be determined. H3 other text : 4114

Event description:
(B)(4)

Event description:
It was reported that the there was a leakage at the patient cassette in the anesthesia workstation. There was no patient harm. Manufacturer's ref #: (B)(4).